Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer loaded cold insulin into the cartridge. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was 500 mg/dl.